Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2250 mcg/ml at 1299 mcg/day via an implantable pump for intractable spasticity. It was reported that at the patient's last refill, patient got filled with 2250 mcg/ml and it was incorrectly entered in the programmer at 2000 mcg/ml. The hcp stated dose was programmed at 1157.4mcg/day. Agent calculated actual dose patient had been receiving was 1299 mcg/day. Agent discussed either adjusting the dose and concentration to reflect what patient was actually getting right now and not doing a bridge, or correcting the concentration and decreasing dose to originally planned dose and programming a bridge. The hcp stated patient was not in office yet and wanted to see how he felt prior to deciding on dose.